Manufacturer narrative:
(B)(4). Date sent: 7/9/2025. D4 batch #: y7057v. Additional information was requested and the following was obtained: is the generator log available? =>there is no information. Was it confirmed that the broken piece remained in the patient¿s body? =>there was a possibility. However, when the returned device was observed at local site, the tissue pad was not missing and had entered into the jaws, meaning it is believed not to have remained inside the body. Were any scans performed in an attempt to find the piece? =>no. Was the patient¿s care altered in any way due to the potential of a piece remaining in the body? =>the patient is being followed up. What is the surgeon¿s experience with the device? =>unk how long was the procedure? =>unk were the transections with closed jaws or with the back of the blade?=>unk investigation summary the product was returned for evaluation. Visual inspection and functional testing were conducted on the returned device. Visual analysis of the returned sample determined that the device was returned with the tissue pad shifted to proximal side. The tissue pad was not detached as the customer reported. The device was connected to a gen11 and the device did activate during functional testing. The device was disassembled to verify the condition of the internal components and no anomalies were found. Tissue pad shift is not a common occurrence; it is possible that the pad tip made contact with something that could have shifted it. As part of the quality process all devices are manufactured, inspected, and released to approved specifications. A manufacturing record evaluation was performed for the finished device batch number y7057v, and no non-conformances were identified. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that, during myomectomy, the tissue pad was broken. It was possible that the broken piece remained in the body. The affected area was cleaned, but the broken piece was missing. Another device was used to complete the case. There were no adverse consequences to the patient. No further information is available.